Manufacturer narrative:
Full event site name: (B)(6). Full name of initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. However, the stm did find low vacuum messages in the fault logs so he replaced the pneumatic interface module as a precaution. He then performed full functional and safety tests on the iabp without issue. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a low vacuum alarm & stopped pumping. There was no patient harm or adverse event reported.